Event description:
Had r shoulder slap repair with placement of intra-articular pain pump infusing 0.5% marcaine and 1:200,000 epinephrine. Preop x-rays, mr arthrogram showed no arthritis. In 2009, went back to md still having problems and x-rays showed irregularity of the glenohumeral joint with small cystic formation, which doctor diagnosed as chondrolysis. Patient has been told that he will require arthroplasty in the future. He was also in the process of enlisted in the us armed forces and has now been turned down because of the shoulder problem. Dose or amount: marcaine 0.5%. Route: intra-articular. Dose or amount: epinephrine 1:200,000. Route: intra-articular. Dates of use: 2007. Event abated after use stopped or dose reduced?: no. Diagnosis or reason for use: slap repair - postop pain relief.